Event description:
The facility's pharmacy manager noted the keypad did not work no matter what key was pressed, which was found during clinical use. The device was received new from baxter and the pharmacy did not test the pump prior to sending it to a home patient for intermittent antibiotic therapy. The patient was unable to program the device and the pharmacy was unable to get a different pump to the patient that evening so the patient missed the therapy that evening and had to continue therapy the next evening instead. No medical intervention was needed and no patient injury resulted. Despite baxter's efforts to obtain information regarding the specific medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, no additional information was available.